Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a precharge voltage error message at boot up which rendered the system inoperable. There is no report of pt injury associated with this event.